Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose and protruded drive support disk. The insulin pump passed the stop current test, run current test and displacement test. We were unable to perform the self test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to prime alarm. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip, cracked case at reservoir tube window corner, reservoir tube window and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a compromised force sensor system. Insulin squirted out during the manual prime process. The customer¿s blood glucose level during the incident was 164 mg/dl. Troubleshooting was performed. It was found that the drive support cap was loose. The device will be returned for analysis.